Event description:
Additional information received indicated high pacing impedance was also observed on the right ventricular (rv) lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed a lead fracture. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.